Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer dropped the insulin pump and the drive support cup and case were damaged. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked reservoir tube lip, battery tube threads and missing end cap sicker.